Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was elevated (320 mg/dl) with one episode of a moderate ketone level and insulin injections were used to address the high bg levels. After the alarm, the customer would either resume insulin delivery or change out the pump supplies. Reportedly, the customer used novolog insulin in the cartridge for 3-4 days.